Manufacturer narrative:
A specific root cause was not identified for this event. The investigation could not be completed as no product was returned.

Manufacturer narrative:
(B)(4). The customer no longer has the device to return.

Event description:
The customer initially called in an attempt to track down a coaguchek xs meter with an unspecified serial number that had previously been sent back to roche approximately 1 year ago without contacting technical support. The customer does not where the meter was sent and there is no record of a previous case related to this customer. The customer stated the device was sent back due to an error message. The customer could not remember which error message was displayed. The customer also alleged there were segments missing from the results field of the device. A display check could not be performed since the customer no longer had the meter. There was no allegation that an adverse event occurred. The meter was requested for investigation however, the customer no longer has the device to return.